Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient was experiencing abdominal pain, so the patient¿s mother took her to the emergency room (ER). There was no report of cgm or bg comparison values prior to going to the ER. Once at the ER, the patient¿s cgm was 319 mg/dl and the bg meter was 250 mg/dl. The patient was treated with unspecified IV fluids and insulin. After treatment, the patient¿s cgm was reading 245 mg/dl and the bg meter was reading 215 mg/dl. The patient was released from the hospital on the same day and advised to rely on bg fingersticks only. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values when the patient was in the ER fall within the a zone of the parkes error grid. No additional patient or event information is available.